Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("coil broke") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dental caries ("had over 15 teeth cavities and counting"), tooth extraction ("6 teeth removed/ wisdom tooth that had pulled"), hot flush ("hot flashes") and loss of libido ("sex drive"). The patient was treated with surgery (salpingectomy, hysterectomy). Essure was removed. At the time of the report, the device breakage, dental caries, tooth extraction and hot flush outcome was unknown and the loss of libido was resolving. The reporter considered dental caries, device breakage, hot flush, loss of libido and tooth extraction to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media received. Events coil broke, hot flashes, sex drive added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil broke') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dental caries ("had over 15 teeth cavities and counting"), hot flush ("hot flashes") and loss of libido ("sex drive"), underwent tooth extraction ("6 teeth removed/ wisdom tooth that had pulled") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy ,hysterectomy). Essure was removed. At the time of the report, the device breakage, dental caries, tooth extraction and hot flush outcome was unknown, the loss of libido was resolving and the weight increased had not resolved. The reporter considered dental caries, device breakage, hot flush, loss of libido, tooth extraction and weight increased to be related to essure. Concerning the injuries reported in this case, the following were reported via social media- weight gain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received. Reporter information added.event: weight gain was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("coil broke") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dental caries ("had over 15 teeth cavities and counting"), tooth extraction ("6 teeth removed/ wisdom tooth that had pulled"), hot flush ("hot flashes") and loss of libido ("sex drive"). The patient was treated with surgery (salpingectomy ,hysterectomy). Essure was removed. At the time of the report, the device breakage, dental caries, tooth extraction and hot flush outcome was unknown and the loss of libido was resolving. The reporter considered dental caries, device breakage, hot flush, loss of libido and tooth extraction to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaints. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.